Event description:
It was reported that the patients pump was 'allowed to run dry'. There had been an error in completing the refill record sheet in the hospital and therefore the patient had not been contacted to go in for a refill. At the time of the event, the pump logs indicated that the pump had dispensed 54ml of drug, that the low reservoir alarm was active, and that the empty reservoir alarm was active. No audible alarm was heard. The patient suffered no adverse effects from the 'apparent withdrawal of therapy'. Because of this the clinician was concerned about the pump systems integrity 'from the start'. The clinician was considering testing the catheter patency and pump system with a view to potentially restart the therapy; however, there were concerns regarding the outcome of the pump's functionality. It was likely that the pump was to be explanted but at the time of the report they were awaiting confirmation. The device system was used to deliver compounded baclofen 3000mcg/ml. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).